Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device does not run on ac power when connected. The device only runs on battery power. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer verified good power to the power supply. The customer was advised to use a 1st generation power supply and verified availability per good faith effort (gfe), it was confirmed that the power supply was replaced to resolve the reported issue. Electrical safety check and operational verification were completed, and the device was put back into service. The defective part has been disposed of.